Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
There was no reported delay to the procedure due to this issue as the surgeon proceeded with the use of the navigation system once it was functioning. Additional information: the site has opted not to have a navigation system checkout or repair at this time.

Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the monitors were flickering and the cranial application software became unresponsive during the procedure. The unresponsiveness reportedly occurred three times during the procedure while navigating. Restarting the navigation system resolved the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.